Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) for the 18in. (46cm) disposable cuff w/plc - dp, sb, part number 60707010300 and lot number z000002375, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the machine gave a leaking alarm and can hear a hissing sound coming out of the disposable cuff. The event timing was during surgery, however there was no patient involvement. No additional information was received at this time.